Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing pain at the ipg site. The ipg was too shallow, observed by a manufacturer representative as well as red and swollen. In turn, surgical intervention was undertaken wherein the ipg was explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.